Event description:
During a ruptured sinus of valsalva (rsov) procedure, a 16/14 mm amplatzer duct occluder (ado) did not take its proper shape upon deployment. The ado was exchanged for a life tech 20/18 pda device. The patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.